Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient saw an informational power on reset (por) when they were walking around and felt the implantable neurostimulator (ins) was not on. This occurred on (B)(6) 2018. The patient lost stimulation. The patient was not moving very fast and would not be feeling this if stimulation was on. The patient thought that maybe they had forgotten to turn the ins on. Normally the patient used the implantable neurostimulator recharger (insr) to turn the ins on and off. The insr showed por and would not let them turn the ins on. It was confirmed that the patient consistently charged every 3 days. The patient had recent emi exposure with security gates and theft detectors in the airport the other day. When using the programmer during the call the screen showed that the batteries were low but this resolved when the batteries were replaced. The patient was able to successfully clear the por during the call and it was confirmed that therapy was adequate when it resumed. The patient was feeling stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.